Event description:
Charge nurse at bedside to assist bedside rn with removing arterial line. While removing arterial line, rn began pulling line out of skin and line snapped in half. Charge nurse grabbed the remaining portion of line still inside skin with pick-ups. Ccs mds paged to bedside to examine patient. After removing remaining portion of line, mds examined old arterial line verses an unused brand new line to deduce if any portion was remaining in patient. Mds deduced that all portions were removed from patient. Line area redressed with new dressing.